Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast reconstruction surgery with unknown implants which the report indicted that the patient is wanting to have the reconstruction revised, as they are bottoming out and on the side also. Mentor contacted the office of the doctor, and the office indicated that they no longer have the information, mentor also contacted the hospital,and they stated that they have no information on this operation, as it is over 10 years. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.